Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a needle stick occurred with a 26 g bd" needle 3/8 in. As the customer was inserting the needle tip into her insulin cartridge, it snapped off and poked her finger. The tip was not fully inserted in the cartridge fill port. No medical interventions reported.